Manufacturer narrative:
H6 patient codes corrected: 2645-no patient involvement initially reported and correct code should have been 2199-no consequences or impact to patient. Initial reporter title, initial reporter first name, initial reporter last name, and initial reporter phone updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 93.6cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break and difficulty removal occurred. Vascular access was obtained via the radial artery. The 90 % stenosed, 60mmx3.5mm in length lesion was located in the, concentric, de novo, mildly tortuous and severely calcified right coronary and left anterior descending arteries. While advancing this 1.50mm x 15mm emerge push balloon catheter resistance was met. However, during the procedure, it was noted that resistance was met during withdrawal from the guide catheter and the shaft snapped. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break and difficulty removal occurred. Vascular access was obtained via the radial artery. The 90 % stenosed, 60mmx3.5mm in length lesion was located in the, concentric, de novo, mildly tortuous and severely calcified right coronary and left anterior descending arteries. While advancing this 1.50mm x 15mm emerge push balloon catheter resistance was met. However, during the procedure, it was noted that resistance was met during withdrawal from the guide catheter and the shaft snapped. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.